Event description:
The surgeon inserted an aq2010v silicone three-piece lens and one haptic bent. The lens was partially inserted and was removed with no pt injury. The reports stated that the haptic was damaged during the loading process.